Event description:
Allegedly surgeon suspected loose cup. The neck taper scratched during the removal process; therefore, requiring the removal of the neck. The neck would not come away from the stem, which was very well fixed. Thus the entire construct needed to be removed, requiring a large femoral osteotomy.

Manufacturer narrative:
Investigation is not complete. There is no complaint stated for this product. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00220, 00221. This event took place in another country.